Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the phenomenon of ¿noise image¿ was reproduced as a ¿no image¿ at the repair department. This occurrence of ¿no image¿ could be due to a communication failure caused by a short-circuit or corrosion from fluid entering the cable. The event can be prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head was producing a noisy image. The issue was found during preparation for an unspecified diagnostic procedure. The procedure was completed with a similar device with no reported delay or patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no video due to a damaged cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's non-reportable allegation was not confirmed. In addition to the reportable finding in b5, the device evaluation found cable tears and cable leaks. A specific event date was not confirmed, however, it was estimated to be around the same as the aware date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.